Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator (ins). It was reported that the patient went to charge her implant on (B)(6) 2020 and the implant was already at 100% charged. The patient noted that the implant should be somewhere around 30% and it does not seem like the implant has depleted in charge. The patient has not had any falls or trauma. The patient was seeing the settings not available message at the time of the report. After removing and reinserting the batteries in the patient controller, it was confirmed that the patient controller battery level was at 90% charge and the implantable neurostimulator battery level was at 100% charge. The patient¿s implant is turned on. The patient was going to continue to monitor this. Additional information was received from the patient and it was reported that the patient's reason for call was to ask how to turn stim on; it was explained, patient turned on her stim. Patient said that she had let her ins deplete to 0 which turned off her stimulation. Patient said that her "1" wasn't lit (since yesterday) and she couldn't choose it and patient tried increasing her intensity and her controller showed "can't provide desired intensity". Patient was not concerned about the message screen and she thinks she received it because her ins had been turned off. The patient was advised to follow up with the healthcare provider (hcp) if she doesn't feel her stimulation or if she is unable to increase her stim. She only had group a and her batteries were both 100%. No symptoms/patient complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were walked through the menus. Issue has been resolved.